Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens, -11.00 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted on the same day due to foreign body adhesion to the lens. The lens was exchanged for a lens of the same model and length and the problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken/bent. Work order search: no similar complaints were reported for devices within the same lot. Conclusion: as per dfu for this lens model, vicls are contraindicated for patients under 21 years of age. (B)(4).